Event description:
Hcp reports pt diagnosed with a granuloma. The pt presented with an increase in pain and increases in intraspinal medication recently. The pt had the mass diagnosed via MRI in 2003. The catheter was explanted the following day. Operative report findings: "cath removed intact." The pt is reported to have recovered without problems. The pump dose is approximately 50% of the dose at time of granuloma diagnosis.